Event description:
It was reported the pt's scs ipg was explanted and replaced with a model 3788 scs ipg due to the pt feeling the original scs ipg was too big.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.